Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, fold creases, wear abrasion, linear opening. A leak test was performed and was found one opening. A microscopic analysis identified: a linear sharp opening on anterior side in the same location of crease assessed as fold flaw opening and broken plug strap with sharp edge assessed as unidentified(tear) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.